Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that there was noise on this lead and caused one second of pacing inhibition. The following physician was dr. (B)(6). No known facility. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).